Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a mode change the external pulse generator (epg) shut down. The epg was recovered and is use with the patient when the unlock key was pressed and the epg stopped pacing. The patient was asystole and another epg was used and the patient recovered. The clinician was adjusting the rate of the original epg and it showed an error message. The epg was returned for repair. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had errors and shut down. It was indicated that the main printed circuit board was out of specification electrically. It was also indicated that a case screw was contaminated. These parts were replaced and the epg passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was assembled into a golden unit, the unit powered on with no errors. All tests passed when the unit was run on the automated test console. The device was powered on with slight pressure on the menu screen, no errors. When the batteries were ejected and reinserted the device displayed an error. When the power was cycled a different error was displayed on boot. There were multiple instances of these errors in the error logs. Conclusion: the reported event was confirmed. If information is provided in the future, a supplemental report will be issued.